Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: confidence kit, no needles (part# 283913000, lot# 273046, qty: 1) was returned and received at us cq. Upon visual inspection at cq, it is observed that the cement was hardened inside the mixer handle and mixing well of the confidence mixer kit. It is observed that all the components were not received at cq. No other issues were identified with the returned device. Functional testing: the functional test was failed to perform on the returned device as the cement was solidified. Document/specification review: the relevant drawings were reviewed during the investigation: no design issues or discrepancies were noticed. Investigation conclusion: the complaint condition was confirmed for the confidence kit, no needles (part# 283913000, lot# 273046). There is a possibility the cement may have solidified prematurely due to the manner with which it was stored and other environmental factors that might have an impact on the cement¿s setting time. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues, or discrepancies were observed that may have contributed to the complaint condition. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. H4, h6: a device history record (DHR) review was conducted: the DHR of product code 283913000, lot 273046, was reviewed and no non-conformance was observed during the manufacturing process. The product was released on february 27, 2020. Qty.(B)(4). The DHR was electronically reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that at an unknown date, the cement of the confidence system was too viscous. No surgery impact or patient impact. Surgery completed with another available confidence set. No surgery delay reported. This report is for one (1) confidence kit, no needles. This is report 1 of 2 for (B)(4).